Manufacturer narrative:
The actual sample was not available for evaluation. However, baxter is monitoring issues like this. An investigation is still pending. Should significant information becomes available, a follow up report will be submitted.

Event description:
A customer reported to baxter that shortly after a dialysis treatment was initiated, the patient experienced shortness of breath and became pale. Reportedly, the patient experienced swelling around her mouth, tongue, lips and hands. The facility immediately terminated the treatment. The patient was given oxygen, benadryl, (dosage was not provided) and 300ml normal saline solution. Within a few minutes the patient felt better and her status significantly improved. However, as a safety measurement, the treatment did not continue and the patient was sent home ambulatory. In 2007, this patient was dialyzed via an exeltra dialyzer with no further consequences. Reportedly, this patient had treatments with xenium dialyzer before without any issues. Furthermore according to the reporter, the facility started using xenium dialyzer, about 6 months ago and this is the first incident since then. The patient was given baxter heparin, 1000u bolus and 500u hourly; product code and lot number unknown. According to the reporter, the dialyzer was primed with 1000ml of saline solution. No blood sample was taken from the patient. The bicarbonate solution was cultured by limlus assay. The result was negative, finally, the reporter stated, the last preventative maintenance, (pm) on the instrument was done back in approx five months earlier. No other information is available at this time.